Manufacturer narrative:
Block b3: exact date unknown, event occurred five years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7085881 model/catalog description: linear st lead kit 50 cm unique identifier (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7084741 model/catalog description: linear st lead kit 50 cm unique identifier (B)(4).

Event description:
It was reported that the patient was experiencing overstimulation and inadequate pain relief on target pain areas. It was also stated that the patient's spinal cord stimulation (scs) device had shifted due to an accident. The patient underwent a procedure wherein the ipg and leads were explanted.